Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure of the junction between duodenal bulb and descending duodenum, the subject device was used for hemostasis. The user could not use the subject device normally because the opening of the forceps of the subject device was skewed to one side. The user exchanged it for another device immediately to complete the operation. There was no patient injury reported. This is the report regarding the failure of stopping bleeding.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred since the excessive bending load was applied to the distal end of the subject device when the user removed the protective cap from the forceps or the user inserted the subject device into the endoscope.